Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Dissection, as listed in the device risk assessment and instructions for use is a known adverse event associated with coronary stenting. In this case, a conclusive root cause for the reported pt effects and the relationship to the device, if any, cannot be determined.

Event description:
Reporting status: serious injury. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that the rx zeta stent was implanted at the lesion at 14 atm. Post dilatation was performed with the same sds balloon; however, after the dilatation a dissection was observed at the distal end of the stent. Another rx zeta stent was used to successfully seal the dissection. The pt was kept in the hosp for two days as he had post procedure hyperkalemia, which was treated successfully. No additional event or pt info is available.